Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Fluoroscopy revealed externalized conductors. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were noted at 13-13.3cm from the connector pin and at 51.0-51.4cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 7.5-8cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.8cm and 10.6-13.7cm from the distal tip. The etfe coating was abraded at 10.6-13.7cm from the distal tip.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
External insulation abrasions were noted at 13-13.3cm from the connector pin and at 51.0-51.4cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 7.5-8cm from the distal tip, consistent with lead friction to a feature of the heart. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.8cm and 10.6-13.7cm from the distal tip. The etfe coating was abraded at 10.6-13.7cm from the distal tip.